Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; e1 - initial reporter establishment name: (B)(6) hospital; g3; h2; h3; h6 and h11. Corrected fields: e1; e3. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: unknown, sampling from: instrument channel, cfu: 71 colony forming unit (cfu), bacterial identification: unknown. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms. An olympus hygiene microbiological investigation (hmi) was not executed and the customer never provided culture reports. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.